Event description:
The customer reported that discordant falsely elevated hemoglobin (hgb) and hematocrit (hct) results were obtained on one patient sample on the advia 120 with autosampler instrument. The discordant results were reported to the physician. The sample was repeated on a second advia 120 with autosampler and results were similar. The customer then did a spun hematocrit (hct) on the patient sample and the hct resulted lower. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated hgb and hct results.

Manufacturer narrative:
Customer contacted siemens customer call center. The siemens customer call center dispatched a field service engineer (fse) to the customer site for investigation. The fse noted that both advia 120 with autosampler instruments produced similar results for the same patient sample. Upon further investigation, it was determined that the customer had recently made changes to the system calibrations. The fse had the customer readjust the instruments to the previously established calibration values. The quality control material was run and were within range. The instruments are performing within specifications. No further evaluation of the devices is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2014-00368) on june 9, 2014. June 17, 2014 - additional information: upon further investigation, it was determined that the patient sample contributed to the discrepant hemoglobin and hematocrit results. The instruments are performing within specifications. No further evaluation of the devices is required.